Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported on the first infusion day, the nurse found blood leakage from the connection part of a bd intima-ii¿ closed IV catheter system, specifically between the catheter and catheter hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The physical sample was subjected to a leakage test at 45 psi, investigators did not observe a leak as a result of this test. Unfortunately because the failure mode could not be duplicated our investigators were unable to determine the root cause for this complaint.